Event description:
Pt called to report in 2007, she had a fibroid removed with a uterine fibroid morcellator. Pt stated at that time no cancer was found. Pt said in (B)(6) of 2019, she had enlarged lymph nodes, her physician sent her for an ultrasound on (B)(6) 2019, which showed her spleen was enlarged. Pt said she has now been refered to an oncologist. Pt is concerned and worried that this could be from the morcellator used back in 2007 for her fibroid removal. Pt said she is concerned this device is not safe and this procedure could be causing cancer.